Manufacturer narrative:
Unit received with damage display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, broken belt clip rails, cracked case near belt clip rails corners, missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple cracks. No further details were provided. The insulin pump was returned for analysis.